Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. On an unknown date, the patient was involved in a car accident and was sent back to the hospital due to injuries. While at the hospital, it was discovered that the mesh did not hold and reoperation was necessary. Additional information was requested.

Manufacturer narrative:
: It was reported that the patient underwent ventral hernia repair on 05/15/2014 and mesh was implanted. On (B)(6) 2014, the patient reported a pulling sensation at the right lateral aspect of the mesh and persistent bulge at the prior hernia. On (B)(6) 2014, CT found a fluid collection and likely seroma over the repair. The patient underwent aspiration of the seroma on (B)(6) 2014 and (B)(6) 2014. On (B)(6) 2014, the postoperative seroma was noted as resolved and the patient reported pain and bulging at the ventral hernia site, some nausea and vomiting and some ongoing anorexia. At this visit it was also noted that the patient had a history of recent motor vehicle accident with ankle fracture. The date of the motor vehicle accident was not provided. On (B)(6) 2015, the patient underwent a surgical procedure for recurrent ventral hernia with incarceration. It was reported that the patient was doing well. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.